Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient experienced high blood glucose level and faced a bent cannula. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level, after staying in the emergency room for couple of hours. His highest blood glucose level was above 600 mg/dl and had high ketone level which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for 1-2 days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Furthermore, the patient reported that he was hospitalized three times in the month of august but could not recall the exact date of all three events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.